Manufacturer narrative:
The ae assessor spoke with the patient for further investigation of the report of hypoglycemia requiring third party assistance while using the vgo 40. The patient states that pre-vgo his a1c was "over 12" and he "did not takes diabetes serious". The patient states he did not follow hcp advice for diabetes mgmt. Pre-vgo. The hcp spoke with the patient and explained why he needed to comply with bg mgmt. Instructions for health reasons. The hcp then prescribed vgo 40 with bolus dosing per meal size and snack. The patient. States the hcp informed him the hypoglycemia was due to the patient. Needing less "basal" insulin than the vgo 40 provides so the hcp changed the patient to a vgo 20. The patient states that on the vgo 20 his bg is "good, no longer having any lows." The patient states there "was nothing wrong with the vgos, it was just too much insulin, my doctor said it would be hit or miss in the beginning." Based upon the information provided by the patient it appears as the patient was not taking his medications (lantus and humalog) as prescribed pre-vgo and did not clearly inform the hcp he was not taking his insulin as prescribed.

Event description:
The patient stated that he experienced hypoglycemia and was found unconscious. Patient was found by a family member who called emergency services. The patient reports he was given IV dextrose and regained consciousness. Patient states his bg was too low for the ems bg meter to read. After the dextrose IV his bg registered in the 20 range. The patient stated the hcp informed him the hypoglycemia was due to the patient needing less "basal" insulin than the vgo 40 provides so the hcp changed the patient. To a vgo 30.